Event description:
Damage caused to liver during procedure. Additionally, account stated the retractor tore the liver. The retractor did not complete the angle without forming a step and the bottom of the loop seemed to be raised when touched. Account also stated physician did not feel the device felt traumatic to him but it was to the patient's liver.

Manufacturer narrative:
An investigation was initiated into the matter of, "damage caused to liver" during procedure. The actual device involved in the incident was not available for evaluation. Two lot numbers were provided, however, without the device the exact lot number could not be verified. The device history record was reviewed for both lot numbers and no issues were found. No trend has been detected for this issue. Without instrument cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filled.